Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a battery out limit alarm from the insulin pump. The customer stated that she woke up with blood glucose of 470 mg/dl and gave herself a bolus. The customer stated that the screen went blank and it gave her a battery out limit alarm. The customer stated that the battery lasted about a month. The customer stated that she was on her third battery in 8 days. The customer stated that when she changed the battery, there is one bar left. The customer will monitor the pump and call back if the issue persists.